Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for a normal follow up, high, out of range, pacing lead impedance was observed. The lead was explanted and replaced. Patient was doing well after procedure and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.